Manufacturer narrative:
(B)(4). The customer was requested to return the pump for evaluation. The pump was not returned to sigma and the serial number of the pump was not provided. Hence, an evaluation could not be completed.

Event description:
It was reported that a clinician loaded the IV set tubing into the pump "upside down" and inadvertently drew blood out of the patient (baby). It was reported that no injury occurred and that no medical intervention was required.